Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was autoreducing. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a competitor¿s ipg to address the issue the issue.

Manufacturer narrative:
The report of autoreducing was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities, and it passed all tests on the ate (automated test equipment).

Event description:
Related manufacturer reference number 1627487-2022-00463. Related manufacturer reference number 1627487-2022-00464. It was reported that patient¿s system was autoreducing. As a result, surgical intervention was undertaken wherein the ipg and extensions were explanted and replaced to address the issue.